Event description:
The procedure was a nephrostomy tube placement, and the nitrex wire was the buddy wire. As the nephrostomy tube was placed, the nitrex wire was removed. The tip of the nitrex wire unravelled as it was being removed, and then the tip completely separated. The tip was retrieved from the tract with a kelly clamp. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.